Event description:
It was reported that on (B)(6) 2011, the patient had a 2.5 x 12 xience v implanted in a moderately calcified left anterior descending artery (lad) with good results. The patient was discharged on plavix. The patient returned on (B)(6) 2011 with angina and in-stent thrombosis was confirmed. Treatment consisted of pre-dilatation with a 2.0 x 12 trek balloon, implanting a 2.75 x 18 minivision stent and post-dilatation with a 2.5 x 12 voyager balloon. The patient did well throughout the procedure and the patient outcome was good. The physician attributed the event to the low dosage of plavix; therefore, he increased the patient's dosage. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and thrombosis are known adverse events as listed in the xience v instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.